Event description:
The pt reported that she was feeling no stimulation from her device and hadn't felt any for mos. Troubleshooting revealed that the device was not responding to the pt programmer. She states that she visited her physician and it was confirmed that there was an issue with her lead and though her device is turned off, she feels shocking sensations. Further info is being requested from the hcp.

Manufacturer narrative:
.